Event description:
It was reported that while using the surgical fiber for over 5 minutes during a prostate procedure, the fiber output energy never reached full capacity/decreased tissue vaporization efficiency was observed. The case was completed using a second fiber. No injury to pt reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone: the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.